Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
On 05-jan-2026, a sales representative reported via phone that a patient underwent a cmc procedure on (B)(6) 2025 during which an ar-8919ds cmc mini tightrope implant system was implanted. The procedure was completed successfully without intraoperative complications. At the follow-up visit on (B)(6) 2026, the patient reported persistent discomfort and pain with limited recovery progress. No additional details regarding imaging, treatment plan, or further clinical evaluation were provided at this time. Additional information was received on 07-jan-2026: the patient reported being concerned about experiencing swelling a month out from surgery. No additional details regarding imaging, treatment plan, or further clinical evaluation were provided at this time.